Event description:
It was reported that the patient heard the pump rewinding, however the patient did not program the pump to rewind. The patient disconnected and changed the battery. The patient was then stuck on the verify screen, due to the keypad being unresponsive. The patient indicated that he was swimming in a pool with the pump recently.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: keypad button presses did not activate desired pump functions. The keypad was removed and adhesive was observed under the button contacts. Residual moisture was observed on the display lens. The display lens was found to have a leak. The pump was opened and moisture was observed on the display and printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.